Manufacturer narrative:
(B)(4). An axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was returned completely deployed and expanded. The delivery system was returned in position "2". Visual examination of the returned device found the inner sheath detached and was not returned. The copper wire was also detached. No other problems were noted to the stent and delivery system. Taking all available information into consideration, the investigation concluded that the reported event and observed failures were likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, the technique used by the physician and/or normal procedural difficulties encountered during the procedure, limited the performance of the device and contributed to the reported event and the observed failures. Therefore, the most probable cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, the stent could not be deployed. The procedure was completed using a smaller size axios stent. There were no patient complications as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the inner sheath was detached and was not returned.